Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose cannula. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the needle separated from the hub. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to coronary atherosclerotic heart disease. On (B)(6) 2023, the responsible nurse followed the doctor's instructions to conduct an arterial blood sampling examination for the patient. Before the operation, it was found that the needle of the arterial blood sampling device fell off and could not be used. Immediately replaced another arterial blood sampling device. No harm was done to the patient.